Event description:
It was reported that the female connector (dark blue part) of a minicap extended life pd transfer set was found loose. This issue occurred during use of the device for peritoneal dialysis therapy. The next day, the female connector was separating from the main body. To resolve the issue, the transfer set was replaced. The transfer set was in use for one day when the issue started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred between (B)(6) 2022 to (B)(6) 2022. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.